Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse successfully reprogrammed the system onsite, with isi technical support engineer reviewing logs during the call to confirm proper system functionality. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the robotics coordinator called to report that the system was experiencing multiple faults during power cycles. The technical support engineer (tse) reviewed the logs and identified multiple 307 and 311 errors associated with the tower. Despite power cycling the system, the faults persisted at each power-up. The customer decided to proceed with the case using the da vinci xi system they have. The procedure was aborted to another da vinci with no patient involvement.